Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that the patient was going to be upgraded from an implantable cardiac monitor (icm) to an implantable pulse generator (ipg). Pre-explant testing on the icm noted false asystole. The icm was upgraded to the ipg per medical judgement. No patient complications have been reported as a result of this event.